Event description:
It was reported balloon rupture occurred. The target lesion was located in the highly calcified superficial femoral artery. A 6.0 x120/135cm charger balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured before reaching its rated burst pressure. The device was completely removed and the procedure was completed with a different device. No patient complications were reported.